Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a disconnected symbol and a critical override. A technical support specialist dialed into the med station and found no 'disconnected' notice and no 'critical override' notice. The technical support specialist checked the data synchronization logs and found no communication issues. The device was properly communicating. The system functioned as intended after the technical support specialist investigated the device. Initial reported facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station had a disconnected symbol and a critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.